Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 53-year-old caucasian female patient underwent a breast augmentation surgery with an unspecified mentor saline breast implant. Post-operatively, the patient experienced a deflation on the left side. The patient consulted with a healthcare professional. As a result, the patient underwent removal on (B)(6) 2022. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On march 07, 2023, mentor received additional information. Mentor became aware that the patient underwent removal and replacement with a 350cc mentor smooth round moderate profile saline breast implant. The date of explant was not provided. As such, recognized procedural complication is no longer applicable. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: deflation. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 11, 2022, mentor received additional information. Mentor became aware that the patient's surgery was cancelled. As such, recognized device or procedural complication has been added. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer's reference number: (B)(4).